Event description:
It was reported a post procedural transient ischemic attack (tia) occurred. In (B)(6)2022, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). In (B)(6)2023, the patient reported experiencing a tia and was instructed to resume clopidogrel. A neurology appointment was scheduled to determine the origin of the tia.

Manufacturer narrative:
B3: date of event - aware date of (B)(6)2023 used as event date is unknown.